Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she noticed insulin leaking from the adapter; changed the adapter and insulin is no longer leaking. No adverse event reported. Requested return of the alleged device for evaluation.